Event description:
Procedure: right lobectomy. Reportedly, the surgeon fired the instrument and the device cut but did not staple. There was excessive bleeding but it is not known if a transfusion was required. The or time was extended approximately 30 minutes as the surgeon used another instrument to complete the procedure. The patient left the or in satisfactory condition.